Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device came apart and was now unstable. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device was loose. The rear housing of the device was observed to have separated from the mid-plate apart and the trigger was loose. The rear housing separating from the mid-plate was due to the trigger screw coming loose consistent with normal wear. The kincise surgical impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. The kincise surgical impactor came apart - housing loose was due to the trigger screw coming loose consistent with normal wear. The device also failed pretest for visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing.